Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states he feels well and states he does not require medical attention. The customer's expected blood results are 85-120mg/dl. Verified the strips expire 11/30/2017. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed back to back blood test 94mg/dl and 86mg/dl fasting. Reviewed meter memory: (B)(6). Customers concern: the customer is concerned with the result of 130mg/dl on (B)(6) 2015

Manufacturer narrative:
(B)(4). Product returned is under evaluation.

Event description:
Customer complains of high results. Customer states he feels well and states he does not require medical attention. The customer's expected blood results are 85-120mg/dl. Verified the strips expire 11/30/2017. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed back to back blood test 94mg/dl and 86mg/dl fasting. Reviewed meter memory: (B)(6). Customers concern: the customer is concerned with the result of 130mg/dl on (B)(6) 2015.